Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was planned for closure in the right common femoral artery. There were slight issues advancing and exchanging the procedural sheaths. Activated clotting time (act) prior to closure was 355. Procedural requirements as noted in the IFU states act should be below 250 seconds prior to closure. The lower side of the right common femoral artery was accessed. Arteriotomy measured 7.2mm, minimal calcification, and a deployment depth of 4.5 + 1. A post-angiogram indicated the lock in the tissue tract and an occlusion distal to the manta site. Once the vessel was opened, it revealed the anchor and collagen were within the tissue tract, the vessel suffered an intimal dissection, and a large 6-7mm fibrous mass was within the vessel. The root cause of the tract deployment was likely caused by the fibrous mass present within the vessel, creating a block and not allowing the manta to properly deploy within the vessel and blocking the flow of blood. The fibrous mass was likely caused by the trauma endured to the vessel. Dissections are a common event in large bore procedures. Therefore, it is inconclusive if the dissection was caused during the procedure or by the manta closure device. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the IFU. Risk documentation was reviewed, and tract deployment is a known risk. The IFU specifies the following potential adverse events have been identified and are related to the deployment of vascular closure devices: ischemia of the leg or stenosis of the femoral artery. Local trauma to the femoral or iliac artery wall, such as dissection, thrombosis formation or embolism. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: arterial damage.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted.

Event description:
As reported: physician deployed the manta on the right sided access. No issues were noted during deployment and groin was soft and dry post deployment. Post deployment angiogram revealed stainless steel lock in the tissue track with total distal occlusion below the manta deployment. Surgical cut down was performed to resolve issue, physician, then revealed the manta anchor and collagen were in the tissue tract sitting on top of the vessel. Physician then discovered the vessel had suffered an intimal dissection and removed a formed fibrous clot/mass from the vessel approximately 6-7 mm in diameter. Physician believes the mass formed during the case, possibly due to the procedure sheath, and when the manta was deployed, the mass caused resistance and forced the anchor & collagen into the tissue tract and created a tamponade on the vessel.